Event description:
This report summarizes 2 malfunction events, where it was reported the cot was difficult to load/unload into the ambulance.  There was no patient involvement.

Manufacturer narrative:
The final device was evaluated in the field by a third party service company and the issue was confirmed. The device was repaired on site and returned to service.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the cot was difficult to load/unload into the ambulance. There was no patient involvement.